Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a low blood glucose level of 45 mg/dl. The customer reported low blood glucose levels for 4 nights and 3 days after changing the insulin pump settings. The customer reported blood glucose level was 74 mg/dl at the time of the incident and a current blood glucose level of 81 mg/ds. The customer did troubleshooting the issue. The customer tested the blood glucose once again and is now 152 mg/dl. The insulin pump will not be returned for analysis.